Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted undersening r-waves on the ventricular channel that led to inappropriate auto mode switch episodes. Programming changes were discussed. The patient was stable.